Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon pre-operative interrogation, this pacemaker and right ventricular (rv) lead exhibited low, out of range pace impedance (170 ohms) and high pacing thresholds. A new rv lead was implanted during the generator change out. The generator was being replaced due to normal battery depletion. No adverse patient effects were reported.